Event description:
Parent admitted in 2002 at 0630 in active labor and srom. Pt delivered at 2253 after use of vacuum extractor. Apgars 1-2-5. Pt quite flaccid, grayish in color. Nuchal cord x2 around neck tight, resuscitation required. Considerable head molding with boggy swelling of the head. Capillary refill poor, umbilical arterial and venous catheters established. Difficult time maintaining respiratory status. Pt transferred to tertiary hosp with nicu. Pt removed from life support on unknown date and reported to have died, date unknown.